Event description:
A malfunction, identified by code malf 16, was reported with no notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level. Technical support took action by confirming the pump was under warranty and arranged for a replacement. The customer was instructed to use multiple daily injections as backup therapy and guided on how to put the pump into storage mode before returning it to tandem. The customer was also instructed to send the malfunctioning pump back using a prepaid label within ten days and acknowledged these instructions.